Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3387-40, lot# j0309560v, implanted: (B)(6) 2003, product type: lead; product ID 3389s-40, lot# v067936, implanted: (B)(6) 2008, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
The patient programmer (pp) has not been working and the problems started in the last 3 months. The patient thought that it may have been the battery but it was not that. The pp does not light up properly. He sees the green light in the middle. He thought that the pp was not compatible with his ins. The current was not coming through to his legs, he felt that once. At his appointment with his neurologist he was told that ¿it was off¿. He has not been through any security gates recently that would cause his ins to shut off. Additional information has been requested. Reference manufacturer report# 3004209178-2013-19674.